Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning. A field service engineer (fse) arrived and determined that the scanner cable was defective. The fse replaced the scanner cable and verified pro through application since there was no paper in the printer to test through hardware test application (hta). Additionally, during preventative maintenance, the fse inspected unit for loose medications and debris. Verified drawer rail operation and confirmed presence of slide bumpers. Tightened any loose drawer fronts to ensure proper alignment and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cfflccupx1 barcode scanner was not scanning, and the open heat pyxis scanner was not scanning medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.